Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed. Pain, joint instability, pain with sitting and standing, user annoyance and device fracture reported.